Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, noise was observed. Tachy therapies were programmed off. The patient was stable.

Event description:
New information received notes that the ICD was downgraded to a pacemaker. The lead remains implanted. The patient was in stable condition.